Manufacturer narrative:
Addiitional devices received: reverse shoulder system 04.01.0162 glenoid polyaxial locking screw - l34 (k170452) lot 2118707. Reverse shoulder system 04.01.0162 glenoid polyaxial locking screw - l34 (k170452) lot 2115027. Batch review performed on 11-sep-2023. Reverse shoulder system 04.01.0162 glenoid polyaxial locking screw - l34 (k170452) lot 2118707: 198 items manufactured and released on 21-feb-2022. Expiration date: 2027-02-07. No anomalies found related to the problem. To date, 182 items of the same lot have been sold with no similar reported case during the period of review. Reverse shoulder system 04.01.0162 glenoid polyaxial locking screw - l34 (k170452) lot 2115027: 222 items manufactured and released on 16-dec-2021. Expiration date: 2026-12-06. No anomalies found related to the problem. To date, 214 items of the same lot have been sold with no similar reported case during the period of review. Clinical evaluation performed by medical affairs department late infection in cementless rsa, 1 year and 2 months after primary operation. Infection is a known possible adverse event following every surgery, including rsa's. To date, there is no reason to suspect that the cause may be linked to the implanted devices. Visual inspection performed by r&d project manager. The explants do not show any anomalies.

Event description:
At about 1 year and 2 months after the primary, the patient came in reporting pain and resulted positive for curtibacterium acnes. The surgeon performed an analgesic treatment and removed all the implants. The patient is under monitoring.

Manufacturer narrative:
Batch review performed on 26-jul-2023: lot 2110753: (B)(4) items manufactured and released on 02-sep-2021. Expiration date: 2026-08-19. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported case during the period of review. Additional components involved in the event: batch review performed on 26-jul-2023: reverse shoulder system 04.01.0110 humeral reverse metaphysis +0mm/0° (k1704529) lot 2108989: (B)(4) items manufactured and released on 16-feb-2022. Expiration date: 2027-01-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. Batch review performed on 26-jul-2023: reverse shoulder system 04.01.0122 humeral reverse hc liner ø39/+0mm (k170452) lot 2118741: (B)(4) items manufactured and released on 20-jan-2022. Expiration date: 2027-01-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. Batch review performed on 26-jul-2023: reverse shoulder system 04.01.0155 glenoid baseplate ø27x25 (k170452) lot 2110379: (B)(4) items manufactured and released on 22-nov-2021. Expiration date: 2026-11-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. Batch review performed on 26-jul-2023: reverse shoulder system 04.01.0173 glenosphere 39xø27 (k170452) lot. 2003895: (B)(4) items manufactured and released on 12-may-2021. Expiration date: 2026-04-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported case during the period of review.